Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was under-infusing during testing. The under-infusion condition indicates that the pump was delivering less medication than intended and could potentially result in delayed or inadequate therapy if the issue were to occur during patient use. There were no patient involvement and no harm.